Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Intuitive surgical, inc. (Isi) has received the iesu associated with this complaint and completed investigations. The reported issue was confirmable using logs and the inspection during failure analysis (fa) process was able to replicate the reported event, the unit was tested on system which presented u-02 error on startup.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the error u-02 was showing. The customer rebooted the generator with no success. The technical support engineer (tse) advised disconnecting the cables on the back of the generator and only reconnect the cable. The generator powered on successfully with no errors. The tse advised the customer that they would not be able to use the external foot pedals. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was planning on still using the generator after clearing the error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the error u-02 attributed to either loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster.